Event description:
Patient here for afib ablation with dr. [Redacted]. Perclose closure device deployed to right femoral vein x3 and failed. Manufacturer response for closure device, perclose prostyle (per site reporter): device rep visited site and observed use of device and provided education.